Event description:
It was reported that and the pump eos/eri (end of service/ end of life) was missed. The managing physician missed eri date from last refill in february. Eri date occurred on (B)(6) 2012, and eos was as of the date of this report. The replace by 90 day eos after eri occurred was inferred as minimum instead of a maximum by the healthcare provider (hcp). Patient was asymptomatic; there were no therapy or medical issues. Hcp planned to cover patient with oral baclofen and scheduled a pump replacement for next tuesday, ie (B)(6) 2012. Drug delivered via the device was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Additional information received later indicated that patient had "increased tone and spasms with pruritus i.e. Withdrawal, not life threatening/ non-serious injury/illness". The pump was replaced and patient outcome was noted as recovered without sequel. Drug delivered via the device was clarified to be compounded baclofen.

Manufacturer narrative:
Analysis of pump (B)(4) found no significant anomaly. Eos (end of service) due to time progression.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial#: (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.